Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, the needle was difficult to load, when loaded, it was not toggling and the needle disengaged. The surgical time was extended 30 minutes or more. Another device was used to resolve the issue and complete the case. There was not patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. The most probable root cause is improper orientation of the needle in the reload. However, engineering noted that the endo stitch investigation regarding the ¿difficult to load needle¿ complaint mode produced a direct correlation between improper needle orientation and the ¿difficult to load needle¿ condition that is being reported. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.